Event description:
After surgical procedure, electrosurgical grounding pad was removed. Upon removal, an area of reddened petechia was found. The area was approx 1/2" wide and as long as the grounding pad. It appeared to have been down middle of pad. Area did not appear to be a burn; it was more like a reddened bruise. An incident report was filed and biomedical engineer was notified. The unit was taken out of svc and inspected by the biomedical engineer. No problem was found with unit's operation. Unit was then put back into svc until second occurrence.